Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the 3.5 x 19 mm graftmaster covered stent was being used in the procedure to treat a perforation in the mid right coronary artery (rca). The graftmaster was advanced with some resistance due to the heavy calcification and the stent started to dislodge before it reached the perforation and had to be implanted proximal to the perforation in an unintended site. The perforation was ultimately sealed with long balloon inflations. No additional information was provided.